Event description:
There was an allegation of questionable test results for 5 patient samples on a cobas c 503 analytical unit. Results for the following assays were affected: glucose hk gen.3, phosphate (inorganic) ver.2, creatinine plus ver.2, and albumin. Sample 1: the initial glucose result was 0.6 mmol/l, and the repeated result was 5.8 mmol/l. Sample 2: the initial glucose result was 1.2 mmol/l, and the repeated result was 11.96 mmol/l. Sample 3: the initial phosphate result was 0.23 mmol/l, and the repeated result was 2.30 mmol/l. Sample 4: the initial creatinine result was 6 umol/l, and the repeated result was 91 umol/l. Sample 5: the initial albumin result was 3.89 g/l, and the repeated result was 35.5 g/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. General reagent issues were excluded. The field service representative replaced the liquid level detection cover and the rinse nozzle. He cleaned the sample probe, adjusted the rinse volume, and performed tests that confirmed the instrument was performing within specifications. The investigation determined the service actions resolved the issue.